Event description:
The customer reported to philips healthcare that the battery will not hold the charge. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.